Event description:
Guidant received information that during a regular device follow-up at a clinic, during a commanded autothreshold test, this programmer could not activate the ac (automatic capture) feature due to high pacing thresholds at 4v. The clinician then programmed the threshold to 3.5v, however, no capture was observed on the ECG. Additionally, the programmer touchscreen was unresponsive. At this time, the patient had a syncopal episode due to loss of capture. The stat pace feature was then activated, however, no pacing at max amplitude was observed. Eventually, the ts became responsive and the device was programmed to 6.5v which resolved the capture issue. A threshold of 1.9v was then obtained with ac and the ac feature was programmed to on.